Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for e-0 erorr and unable to run a blood glucose test. The customer is also stating that he is having symptom of dizziness, frequent urination, and often hungry even after just eating. The customer states his last result was 206mg/dl, after receiving the last result the customer stated that the meter began to display and e-0 using multiple strips and has been unable to test. The manufacturer's test strip expiration date is 06/30/2017.